Event description:
It was reported that during testing by the manufacturer service technician, the device was found to have missing component. As the event occurred during testing, there was no patient involvement, no delay to a surgical procedure, no medical intervention, and no adverse consequences were reported related to this event.